Event description:
Device malfunction: component detachment, premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, while advancing the xceed stent delivery system (sds) into the 6fr long sheath over a .035 guidewire, the sds "fell apart". The I-beam detached from the outer sheath, the tip detached, and the stent prematurely deployed inside the sheath. The entire sds and sheath were removed as a single unit, and a second xceed stent was used to complete the procedure. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received.